Event description:
An office manager reported an intraocular lens (iol) was explanted due to asthenopia following iol implant surgery. The iol was replaced with another manufacturer's model. Additional information was received from the surgeon who indicated that the pt had experienced glare and halos prior to the lens exchange. Treatment will brimonidine tartrate ophthalmic solution did not resolve the symptoms. He also reported the event resolved following lens exchange. The surgeon reported the use of an unapproved viscoelastic during the surgical process.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Optic damage was observed. Results from the product history record review indicated the product met release criteria. There was one similar complaint reported for this lot. The product investigation could not identify a root cause. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. (B)(4).